Event description:
It was reported that during an atrial flutter right (r-afl) procedure, the patient's blood pressure dropped and an echo confirmed a tamponade. A pericardiocentesis was performed and the patient was stabilized. Upon request, additional information was provided on the event. The event was life threatening. While ablating the cavotricuspid ishmus (cti) line it was noticed that after several lesions, the patient¿s blood pressure dropped to 44/40. A pericardiocentesis was performed and the patient was stabilized. The physician did not experience any difficulty in manipulating the catheter. The physician noticed an impedance rise. The patient received 8-10 ablations before the event. The rf generator was set to ¿power control¿ mode at 30 watts. The temperature cut-off setting was set to 41 degrees and the flow setting was set to 30ml/min. The event did not result in the impairment of a body function or damage to a body structure. The event did not require extended hospitalization stay. The patient stabilized and fully recovered. The sro sheath was used. The patient did not receive any anticoagulation in the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since the lot number is unknown, no device history record review could be performed. Concomitant products: carto 3 system, mfg #:m-4800-01, serial#: (B)(4); stockert 70 system, mfg #:m-5463-01, serial#: (B)(4); coolflow pump, mfg: m-5491-02, serial#: (B)(4); c3 ez steer cs with auto catheter, mfg #: d-1263-06-s, lot#16049746m. (B)(4).